Event description:
It was reported that during a lap hernia repair procedure, "the tip of the trocar broke off in the patient. The patient was discharged, but then brought back due to some complications following surgery. The tip was unable to be retrieved. The procedure was completed successfully with minimal delay to get a new trocar and search for the tip of the device. The user facility was unable to confirm if there were any injuries to the patient as a result of this event. No additional procedures have been performed at this time"

Event description:
It was reported that during a lap hernia repair procedure, "the tip of the trocar broke off in the patient. The patient was discharged, but then brought back due to some complications following surgery. The tip was unable to be retrieved. The procedure was completed successfully with minimal delay to get a new trocar and search for the tip of the device. The user facility was unable to confirm if there were any injuries to the patient as a result of this event. No additional procedures have been performed at this time"

Manufacturer narrative:
An investigation has not yet been completed for this event at this time. A supplemental will be submitted once the investigation is complete. This report is being filed due to medical intervention being performed.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Although the device was not returned, images of the condition of the device were submitted. The device had evidence of clinical use including the presence of biological material. The cannula sleeve tip was observed to be broken, substantiating the reported issue. The device was identified as a polyester material. Results of the investigation confirmed the reported issue as images of the broken cannula were received. As the damage occurred during withdrawal and was at the distal end of the cannula, the most likely cause of the damage is excessive lateral force during withdrawal. It is also possible the cannula had a crack as a result of shipping damage or instrument insertion technique which was not noticed during the procedure and resulted in a weaker material integrity of the cannula. A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all devices in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. The instructions for use reprocessed applied medical endoscopic trocars and cannulas (IFU) states: "prior to use, read and follow the instructions of this insert as well as those of the instruments to be used during the procedure. Damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use." "Do not use excessive force." "Careful handling of instruments is necessary to avoid damage or breakage." "Inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery."